Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset instructions and assisted with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue returned.